Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was used in the duodenum to treat stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the inner catheter broke off and the stent was damaged. The stent was pulled out using rescue grasping forceps, and the procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes) has been updated based on the media analysis finding of pull wire break. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was used in the duodenum to treat stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on july 9, 2024. During the procedure, the inner catheter broke off and the stent was damaged. The stent was pulled out using rescue grasping forceps, and the procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event.